Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the endowrist vessel sealer instrument involved with this complaint; therefore, the root causes of the customer reported failure modes cannot be determined. Isi has also attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. A single system error code 22025 occurred during the surgical procedure. A system error code 22025 is generated when the system detects that the blade of the endowrist vessel sealer instrument cannot be retracted and may be exposed. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgeon applied a clip to an unspecified vessel after the endowrist vessel sealer instrument allegedly did not seal. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted total colectomy procedure, the endowrist vessel sealer instrument allegedly had an exposed blade issue and would not seal. As a result, the initial reporter indicated that the surgeon applied a clip to an unspecified vessel.